Manufacturer narrative:
The reported event were low pacing lead impedance and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix retracted and clogged with dried blood. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and by applying torque directly to the inner coil, the helix could be extended/retracted, and helix extension length met specification. The reported event of low pacing lead impedance was confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures. An internal short was found due to the over-torqued inner coil in the connector region. Visual inspection of the lead body did not find any anomalies. The damage was consistent with occurring at the time of procedural.

Event description:
It was reported, that the patient presented for an implant procedure. It was noted, that the right ventricular lead exhibited low pacing impedance. And the helix failed to extend. The lead was not used and replaced during procedure. The patient was stable.